Event description:
It was reported that during the procedure for treatment of a perforation in the left anterior descending artery, a 3.0x16 jostent graftmaster stent delivery system was advanced but could not cross the lesion. A 3.0x12 graftmaster was used successfully to seal the perforation. There were no additional complications or adverse patient sequela caused by the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.